Event description:
It was reported that the patient experienced paralysis affecting the right hand and facial region. A 3.5-5.5 190cm filterwire ez was selected for use. During preparation for the procedure, the attached torquer was found to be damaged and deemed unfit for use. The patient experienced vasospasm prior to stent placement, which complicated deployment of the filter. Additionally, the device was observed to move easily even after deployment, resulting in distal migration of plaque. This led to post procedural complications including paralysis affecting the right hand and facial region. One upper extremity remained immobile following the event. The potential contribution of cerebral infarction secondary to epilepsy remains unclear. The procedure was completed using the original device.

Manufacturer narrative:
H6 has been corrected by removing the vasoconstriction code.

Event description:
It was reported that the patient experienced paralysis affecting the right hand and facial region. A 3.5-5.5 190cm filterwire ez was selected for use. During preparation for the procedure, the attached torquer was found to be damaged and deemed unfit for use. The patient experienced vasospasm prior to stent placement, which complicated deployment of the filter. Additionally, the device was observed to move easily even after deployment, resulting in distal migration of plaque. This led to post procedural complications including paralysis affecting the right hand and facial region. One upper extremity remained immobile following the event. The potential contribution of cerebral infarction secondary to epilepsy remains unclear. The procedure was completed using the original device.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The wire returned inside the retrieval sheath and the filter bag came back in deployed state. Visual inspection observed that the spring tip was bent and stretched. The sheathing/unsheathing functional test could not be performed, since in the retrieval sheath, it can only be retracted, because it does not have a deploy function.

Event description:
It was reported that the patient experienced paralysis affecting the right hand and facial region. A 3.5-5.5 190cm filterwire ez was selected for use. During preparation for the procedure, the attached torquer was found to be damaged and deemed unfit for use. The patient experienced vasospasm prior to stent placement, which complicated deployment of the filter. Additionally, the device was observed to move easily even after deployment, resulting in distal migration of plaque. This led to post procedural complications including paralysis affecting the right hand and facial region. One upper extremity remained immobile following the event. The potential contribution of cerebral infarction secondary to epilepsy remains unclear. The procedure was completed using the original device. It was further reported that a 10.0-31 carotid wallstent and a 3.5-5.5 190cm filterwire ez were selected for use. After the deployment of the carotid wallstent, resistance was felt during removal of the inner sheath and it was forcibly removed, which caused the filter to move and the ica to spasm. Currently, the paralysis of the patient has improved, but the patient is undergoing tests for higher brain dysfunction. The patient went to the outpatient clinic and was in good health. There seems to be no problem with daily life, but attention disorder and mild hemispatial neglect were noted. In addition, the patient is continuing to take two antiepileptic drugs for the convulsions that occurred after the dissipative cerebral infarction. Magnetic resonance imaging (MRI), computed tomography (CT), and ecd rest spect were performed. Argatroban, edaravone, and saviosol were administered, and rehabilitation is also being performed.

Event description:
It was reported that the patient experienced paralysis affecting the right hand and facial region. A 3.5-5.5 190cm filterwire ez was selected for use. During preparation for the procedure, the attached torquer was found to be damaged and deemed unfit for use. The patient experienced vasospasm prior to stent placement, which complicated deployment of the filter. Additionally, the device was observed to move easily even after deployment, resulting in distal migration of plaque. This led to post procedural complications including paralysis affecting the right hand and facial region. One upper extremity remained immobile following the event. The potential contribution of cerebral infarction secondary to epilepsy remains unclear. The procedure was completed using the original device. It was further reported that a 10.0-31 carotid wallstent and a 3.5-5.5 190cm filterwire ez were selected for use. After the deployment of the carotid wallstent, resistance was felt during removal of the inner sheath and it was forcibly removed, which caused the filter to move and the ica to spasm. Currently, the paralysis of the patient has improved, but the patient is undergoing tests for higher brain dysfunction. The patient went to the outpatient clinic and was in good health. There seems to be no problem with daily life, but attention disorder and mild hemispatial neglect were noted. In addition, the patient is continuing to take two antiepileptic drugs for the convulsions that occurred after the dissipative cerebral infarction. Magnetic resonance imaging (MRI), computed tomography (CT), and ecd rest spect were performed. Argatroban, edaravone, and saviosol were administered, and rehabilitation is also being performed.

Manufacturer narrative:
B5: describe event or problem: additional information. A2, a3, a4: age at time of event, unit of measure - age, sex, gender, weight, unit of measure - weight: additional information. H6: patient codes (4): added ischemia stroke, convulsion/seizure codes. H6: impact codes (4): added imaging required, medication required and rehabilitation codes.

Manufacturer narrative:
H6: patient codes- added cognitive changes code. Device evaluated by MFR: the device was returned for analysis. The wire returned inside the retrieval sheath and the filter bag came back in deployed state. Visual inspection observed that the spring tip was bent and stretched. The sheathing/unsheathing functional test could not be performed, since in the retrieval sheath, it can only be retracted, because it does not have a deploy function.

Event description:
It was reported that the patient experienced paralysis affecting the right hand and facial region. A 3.5-5.5 190cm filterwire ez was selected for use. During preparation for the procedure, the attached torquer was found to be damaged and deemed unfit for use. The patient experienced vasospasm prior to stent placement, which complicated deployment of the filter. Additionally, the device was observed to move easily even after deployment, resulting in distal migration of plaque. This led to post procedural complications including paralysis affecting the right hand and facial region. One upper extremity remained immobile following the event. The potential contribution of cerebral infarction secondary to epilepsy remains unclear. The procedure was completed using the original device. It was further reported that a 10.0-31 carotid wallstent and a 3.5-5.5 190cm filterwire ez were selected for use. After the deployment of the carotid wallstent, resistance was felt during removal of the inner sheath and it was forcibly removed, which caused the filter to move and the ica to spasm. Currently, the paralysis of the patient has improved, but the patient is undergoing tests for higher brain dysfunction. The patient went to the outpatient clinic and was in good health. There seems to be no problem with daily life, but attention disorder and mild hemispatial neglect were noted. In addition, the patient is continuing to take two antiepileptic drugs for the convulsions that occurred after the dissipative cerebral infarction. Magnetic resonance imaging (MRI), computed tomography (CT), and ecd rest spect were performed. Argatroban, edaravone, and saviosol were administered, and rehabilitation is also being performed.